Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "Customer claims there is no exhaled volumes reading on this unit and it fails the leak test, while on a pt. The pt circuit was replaced and the leak was not corrected. The ventilator was removed from the pt and the pt was placed on another ventilator, they claim there was no harm done to the pt."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The carefusion field service representative evaluated the device and was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. As a precaution the carefusion field service representative calibrated the pressure transducers and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion, the device was released back to the customer ready to be placed back into service.